Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer did not observe drops of insulin during the fill tubing sequence across multiple cartridges. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 380 units of insulin during the load sequence. No reported adverse impact to the customer's blood glucose. Customer reverted to manual injections for alternate insulin therapy.